Event description:
Subsequent to the initial MDR, it was determined that a report awareness date was submitted in error.

Manufacturer narrative:
3004753838-2023-227865 was reported in error. Please disregard initial awareness date of this event as this event was deemed reportable during a data investigation.

Event description:
It was reported that the app was not working occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were unable to establish a connection. The reported event of the app was not working is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
A correction is needed.